Event description:
The parent reported that the recipient had a lack of response to sound with the device in (B)(6) 2024. Mapping was done and recipient was called back in two weeks time. The mother reported history of a fight between kids where the child was hit on head while playing. Re-implantation is considered.

Manufacturer narrative:
According to the information received from the field damage to the reference electrode caused by the reported mechanical impact seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parent reported that the recipient had a lack of response to sound with the device in (B)(6) 2024. Mapping was done and recipient was called back in two weeks time. The mother reported history of a fight between kids where the child was hit on head while playing. Re-implantation is considered.